Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix during repositioning, caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was repositioned.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that this right ventricular lead exhibited loss of capture and was confirmed dislodged via x-ray imaging. No adverse patient effects were reported and an attempted revision was preformed the following day. During repositioning, this lead's helix failed to function and the lead was ultimately removed and replaced with another lead of the same model type. The lead is intended to be returned for analysis.